Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Adhesive residue was observed extending from the extension tubing to the 11cm depth marking. A partially circumferential split was observed between the 11cm and 12cm depth markings. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially in the vicinity of the split during manual manipulation. Microscopic inspection of the split revealed inward curving edges. Material buckling and discoloration was evident in the vicinity of the split. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually form crack(s) in the catheter. The adhesive residue suggested that the kinking occurred near the insertion site. A lot history review (lhr) of reze0965 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that when they flushed a PICC line, there was resistance. They stated that the patient felt pain and their skin bulged. Health professionals then continued to flush the catheter further but the patient started to experience extravasation of saline. Facility reported that there was a split at 11cm. The catheter was inserted on (B)(6) 2015 and removed (B)(6) 2017. It was initially inserted in the patient¿s right arm with 36 cm in and 9 cm out. The PICC was placed for chemotherapy treatment for rectal cancer. A securacath was used to secure the catheter. No patient injury reported.